Manufacturer narrative:
Results evaluations codes: investigation: only one of the two samples was returned for investigation. The returned unit was functionally tested and the report of leakage from the pilot balloon was confirmed. It was noted upon examination that air was found to leak from two tears in the wall of the pilot balloon. A review of our complaints history confirmed this to be the first complaint for the possible lot numbers identified. Though there have been complaints for cuff deflation in use, on this product code during the past five years, these are historical and do not indicate a systematic failure during manufacture, especially when history shows annual sales. A further review of manufacturing records confirmed the presence of an inflation check carried out on 100% of this product line prior to packaging. Root cause: examination of the pilot balloon found tears of 1.4mm and 0.66mm, 24mm from the valve tip. In light of the product having been in use for two days prior to deflation, we can determine the most likely root cause for this damage is that the pilot balloon has become pinched onto the one way valve after two days in use, resulting in the tears found. There is no way to determine the cause of the event with the sample that was not returned. This report has been logged for trending.